Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no specific event date was reported. The complainant was unable to provide the suspect device brand name, upn or lot number. Therefore, the UDI, 510(k) #, manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the suspect device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a boston scientific biliary stent was implanted to treat a non-malignant stricture in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, the stent migrated into the duct. On an unknown date, an attempt to remove the stent with grasping forceps and a balloon trawl failed. On (B)(6) 2019, a wallflex biliary stent was successfully deployed into the migrated stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure on (B)(6) was reported to be stable.